Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not escalate defibrillation energy. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Section b5, executive summary and section h6, device code grid, have been corrected. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issues. The issue of defibrillation charge function inoperative was able to verified and duplicated. The cause of the issue was a failed energy delivery pcb. The energy delivery pcb was replaced to resolve the issue. The issue of service code e2d9 was able to be verified in the service log and duplicated. The cause of the issue was a failed energy delivery pcb. The energy delivery pcb was replaced to resolve the issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not escalate defibrillation energy. Additionally, the technician observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.